Manufacturer narrative:
The scoring element detached from the distal end of the catheter but remained intact to the device. The entire system was removed as a unit and rewiring of the lesion was required to complete the procedure, thus resulted in prolongation of the case. Patient information regarding relevant tests or laboratory test is unknown. This information was not available from the facility. (B)(4). The product was not returned for evaluation, thus no investigation was performed. Per the IFU, retained device component is listed as a possible adverse effect of the procedure.

Event description:
Physician attempted to go up and over with 4 x 200 mm angiosculpt through the aortic bifemoral bypass to reach the lesion on the opposite leg. The angiosculpt would not cross, and in the process the scoring element struts became separated from the balloon. The physician pulled all the equipment out and rewired the lesion to complete the procedure with the poba. All parts were retrieved with no patient injury reported.